Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm sensor error. Customer's blood glucose at time of incident was 170 mg/dl. Customer continues to receive a sensor error and also received rf pic failed self-test. Customer was advised that they may receive an email containing valued added resources. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 52 mg/dl. The customer was treated with coffee. Customer does not want to troubleshoot for sensor error and low blood glucose.

Manufacturer narrative:
After further review of the complaint, it was determined. The customer did express the device had alarmed but did not contribute to a reportable serious injury or to a reportable malfunction.